Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Henry is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 130-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 329 and 288mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer just started to use the meter on (B)(6) 2016. The customer has not had any changes in her diet and takes metformin to manage her diabetes.